Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The referenced electrode (a22201c) was returned to olympus for evaluation. The evaluation confirmed the reported event as the middle portion of the loop wire was found broken and missing. A closer inspection of the electrode revealed both yellow insulation posts where the loop wire is attached was burnt/melted at the distal tips. The charred markings indicate there was as an electrical arc or a high temperature event that occurred around the area. The associated working element and telescope were not returned along with the electrode for evaluation. Also, the original equipment manufacturer (OEM) performed a review of the device history records (DHR) for the affected device/lot number and revealed no deviations regarding the function/safety of the device. There were no abnormalities/non-conformities for this device.

Manufacturer narrative:
The referenced electrode (a22201c) was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, based on similar reports the most probable cause of the reported event can be attributed to the following: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, hf output is activated for is too long, and/or the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. In addition, the original equipment manufacturer (OEM) reviewed the device history records (DHR) for the concerned lot number and revealed no deviations regarding the function and safety of the device. If additional information becomes available or if the device is returned for evaluation at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop wire broke off the electrode (a22201c) and fell into the patient¿s uterus during a hystero-resection procedure. The user facility reported the device fragment was not retrieved. It is unknown if x-ray was performed. In addition, the user facility heard a pop noise from the telescope (a22001a) that caused the telescope to have a loss of image. The telescope/hysteroscope set was replaced and the procedure was completed. No patient/user injuries were reported. The hysteroscope set was sent to the sterile processing department for cleaning following the procedure and they observed a dark stain on the teflon body where the electrode connects to the working element (wa22067a). The user facility noted there was no sparking/arcing observed during procedure. The setting on the electrosurgical generator was 100coag/100cut. The three devices will be returned for evaluation.